Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator had additional episodes of post-paced and post-sensed t-wave over-sensing on the right ventricular lead. The patient was asymptomatic. No changes were made.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator had additional episodes of over-sensing on the right ventricular lead. The patient was asymptomatic. No changes were made.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator had additional episodes of over-sensing on the right ventricular lead. The patient was asymptomatic. No changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12029. It was reported that the patient presented remotely via merlin.net. Interrogation of their implantable cardioverter defibrillator showed over-sensing on the right ventricular lead due to post-sensed t-waves. The patient was asymptomatic. No changes were reported.